Event description:
As reported by the user facility: incident description: air in line alarm requires writer to either disconnect line from patient and prime or remove line from pump and flick to remove, both solutions are time consuming and the patient is very sensitive to changes in sedation, patient was agitated when they accidentally woke up d/t the brief pause in sedation. Spo2 dropped to mid 80's%, rt called and multiple opioid prns given to settle patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.